Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was not able to press the green button and was not able to squeeze the handle. The device did not fire. There as no patient injury.

Event description:
According to the reporter, during a laparoscopy, the six devices did not fire, the surgeon was not able to press the green button and was not able to squeeze the handle. Nothing was done to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four device. Visual inspection of the returned products noted that the loading units one, two and four were partially fired and the third loading unit was fully fired. Microscopic evaluation noted that the loading units had damage to the cutting edge of the knife blade. The clamping mechanism of the loading units were deformed. Functionally the loading units were loaded into a post market vigilance instrument, the interlocks were overridden, and the loading units were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions such as clips are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of clamping mechanism was deformed that has no relationship to the reported condition. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit or clamping over excessive thickness. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.